Event description:
The customer reported a failed op check. Review of the status log by a philips fse showed charge/shock therapy pca error messages. There was no pt involvement.

Manufacturer narrative:
(B)(4). The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.